Manufacturer narrative:
(B)(4)

Event description:
During an atrial tachycardia ablation procedure, av block occurred. Two hours into the ablation procedure, a new arrhythmia developed which appeared to come from the cs ostium. Ablation was performed approximately 2cm from the his. Nine seconds later, the patient developed complete av block. A catheter was advanced into the right ventricle to provide pacing, and a temporary pacing probe was inserted. The procedure was abandoned and a pacemaker was implanted (B)(6) 2016. There were no performance issues with any sjm device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. Review of the log files revealed the device functioned as intended and there were no contributing anomalies. Force measurements were recorded during ablation that exceeded the recommended values per the IFU; however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection with sjm specifications and procedures. The cause of the reported heart block may have been procedure related. Per the IFU, heart block is a known risk during the use of this device.